Manufacturer narrative:
(B)(4). Manufacturer awaiting further information to evaluate product complaint.

Event description:
Healthcare provider reports: signature instrument gave lower than expected act results that did not match the status of three patients. A (B)(6) post ECMO. Hemochron jr. Act-lr results reported as lower for "k" lot cuvettes compared to two other cuvette lots. No report of adverse event or serious injury.

Event description:
Healthcare provider reports: signature instrument gave lower than expected act results that did not match the status of three patients. A (B)(6) post ECMO. Hemochron jr. Act-lr results were reported as lower for "k" lot cuvettes compared to two other cuvette lots. No report of adverse event or serious injury.

Manufacturer narrative:
(B)(4). Manufacturer awaiting further information to evaluate product complaint.

Manufacturer narrative:
(B)(4). Manufacturer awaiting further information to evaluate product complaint.

Event description:
Healthcare provider reports: signature instrument gave lower than expected act results that did not match the status of three patients. An (B)(6) post senning procedure and was on ECMO. Hemochron jr. Act-lr results: 155, 130, 142, 132, 141, 140. The results were reported as lower for "k" lot cuvettes compared to two other cuvette lots. No report of adverse event or serious injury.